Event description:
It was reported to medtronic minimed that the customer noticed that the insulin pump was dropped and crack near battery compartment, then pump was not turning on. The customer also experienced high blood glucoses. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia treated with manual injection. The event involved products mmt-397a, mmt-1884, mmt-332a. Troubleshooting was performed for blank display and declined for the hyperglycemia. The battery cap contacts, battery compartment/springs were not damaged and the pump was not exposed to moisture. The display did not return after pump restart and issue was not resolved. It was unknown whether the auto mode feature was on at the time of incident. It was unknown whether the customer had been using insulin pump within 48 hours of reported event. No further patient complications were reported. The customer will discontinue the use of the device mmt-1884. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.